Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if any issues arose, and the customer understood these instructions and continued using the pump.